Event description:
A peritoneal dialysis patient reported she would be having surgery on (B)(6) 2014 to treat an infection in her stomach. She did not know what the infection was, but said it was not peritonitis. A call was placed to the pt's peritoneal dialysis nurse, but no additional info was provided.

Manufacturer narrative:
Additional attempts to the pt and pt's nurse have been made with no additional info provided. This MDR includes all event info received to date. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.